Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported six months ago their implantable neurostimulator (ins) moved. It was further reported it took six hours to recharge the ins, so the last time the device was charged or stimulation was felt was three months ago. As a result the ins was dead, there was a suspected overdischarge, the consumer's whole body hurt, they had a hard time standing, they used a cane to walk, and were slow. An attempt was made to recharge but the reposition antenna screen was seen and there was no telemetry when attempting to recharge. No troubleshooting was able to be performed with the patient programmer (pp) due to the batteries being dead in it.

Event description:
Additional information received from the consumer reported they went to their pain doctor regarding the stimulator moving, difficulty recharging, the stimulator being dead, and the pain, but nothing had been done. According to the consumer the circumstances that led to these issues was ¿12 mon.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.